Manufacturer narrative:
(B)(6). Initial surgery in 1992. Medical products - unknown maxim tibial tray, unknown maxim femur. Multiple MDR reports were filed for this event, please see associated reports: unknown maxim tibial tray - 0001825034-2017-08890. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the part is not retrieved due to hospital policy the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a poly revision 24 years post initial surgery due to instability caused by wear of polyethylene bearing as the tibial baseplate was misaligned. There was noted to be damage to the posterior medial aspect of the tibial baseplate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.